Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was monitored and no unexpected powering off or blank display noted. No obvious heat related damage to the pump case, electronic assembly, motor, or force sensor noted during visual inspection. Verified the battery tube power connector is properly connected to the electrical board during visual inspection. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and customer was hospitalized for over a month. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump was dead, I put a new battery in it and it does not come on. It was in a bad house fire. The insulin pump will be returned for analysis.